Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that there was corrosion of the programmer. The media bay door, personal computer memory card international association (pcmcia) ejector pins and power cord bay door were broken. The lower case was worn out. Due to corrosion the programmer was dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.